Event description:
It was reported via phone call that customer received a button error alarm and was not able to clear. It was also reported that customer received a failed battery test. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No failed battery test noted. The insulin pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.